Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s battery depleted prematurely. The battery depleted in less than a year. The patient thought that it should have lasted longer. The patient had no stimulation. The device had reached end of service (eos). The patient was in continuous stimulation mode. The patient was told they had the options of doing nothing, explanting the device, or replacing the device. The patient had an appointment on (B)(6) 2014 to discuss their options. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.